Manufacturer narrative:
MFR reference number (B)(4).

Event description:
It was reported to nuvectra that the patient experienced a lack of therapeutic effect. Subsequently, the stimulator and lead were explanted.